Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected e/a alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unspecified insulin pump error. The customer's blood glucose value was unknown. Customer states error occurred frequently. The insulin pump will be returned for analysis.